Manufacturer narrative:
This case (B)(4) were confirmed to be the same case. (B)(4) is the (B)(4) with (B)(4) are the malfunctions.

Manufacturer narrative:
Tracking number: (B)(4).

Event description:
According to the reporter, during a gastrectomy, the doctor could place the device onto the stump of the esophagus, but he could not connect it with the handle. The device came into the stump of the esophagus. To correct the problem, an open procedure was performed and the device was removed. Anastomosis of the esophagus jejunum was performed with another device. Surgery? (I.e. An extension of the hospital stay, infection, etc.?)

Manufacturer narrative:
(B)(4). Follow-up information specified the procedure time was extended more than 30 minutes, and no adverse event was reported due to the delay in surgery. There was no tissue damage or blood loss greater than 500 cc. The patient status was good.